Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va1h8fw, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an infection and her system was explanted in it's entirety. Cultures were taken intra-op. The issues was reported to be resolved. The explanted devices were discarded and will not be returned. No further complications were reported or anticipated with this event.